Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report a misidentification of cap survey organism candida famata as candida zeylanoides in association with the vitek® 2 yeast (yst) identification (ID) test kit. Repeat testing from original subculture and fresh subculture obtained the same result. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the cap survey sample. Culture submittal was requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.